Manufacturer narrative:
E1: initial reporter postal code - (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. During total parenteral nutrition (tpn) infusion via a peripherally inserted central catheter (PICC) line, the ¿port of sigma tubing¿ leaked and the ¿antisiphon valve¿ was in place. The tubing and tpn were changed. The event occurred in the newborn intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing, including pressure and clear passage underwater testing, and no leaks were noted. The set was then primed with sterile water and remained leak free. Lastly, a 24-hour simulated therapy was successfully performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.